Event description:
The device was used during a colon resection. Reportedly, after firing, the physician's assistant cut self on two little metal prongs at the distal end of the deivce. The physician's assistant required blood work as well as the pt.